Event description:
A discordant, falsely low estradiol result was obtained on one patient sample on an immulite 2000 instrument. The patient was undergoing an in-vitro fertilization (ivf) treatment. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting as per the clinical expectations. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated estradiol result.

Manufacturer narrative:
Additional information (06/29/2015): on (B)(6) 2015, siemens headquarters support center (hsc) received data from the customer. A review of the error log indicated that the bar code was read, but the tube-in-place sensor did not see the tube. There were tube size discrepancy errors. The hsc recommended that a customer service engineer (cse) be dispatched to the customer site. The cse arrived at the customer site on 07/14/2015. After evaluating the instrument, the cse agreed that the barcode was read but it did not see the tube error due to the fact that the customer was using smaller tubes (less than 75mm) for quality controls than what is recommended by siemens. As per immulite 2000 estradiol instructions for use, "barcode labels are provided for use with the diluent. Before use, place an appropriate label on a 16 × 100 mm test tube, so that the barcodes can be read by the on-board reader". The cse verified the sample level sense mechanism by repeatedly testing it, checked the dual pipette printer circuit board (pcb) cables and verified that the voltages and groundings were correct. The cause of the discordant, falsely low estradiol result on one patient sample is due to user error.the instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse ran a total service check. The cse ran the routine troubleshooting tests, all of which were acceptable the cause of the discordant, falsely low estradiol results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.